Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The guidewire assembly was also returned. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when the returned dilator was inserted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported insertion difficulty remains unknown.

Event description:
During the procedure, it was difficult to insert the catheter into the sheath. Another sheath was inserted via an additional access site and the procedure was completed with no adverse consequences to the patient.